Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000045657.

Event description:
Related manufacturer reference number: 1627487-2022-04500. It was noted upon x-ray during an ipg replacement procedure (manufacturer reference number: 1627487-2022-04500) that one lead had migrated. Surgical intervention took place wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.